Manufacturer narrative:
(B)(4). The clip delivery system was not returned and the clip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed since clip delivery system ((B)(4)) opened while locked. Although there was no adverse patient effect, if this were to recur, there's potential of injury. It was reported that,on (B)(6) 2011,two mitraclips were implanted reducing functional mitral regurgitation (mr)from 4+ to 1+ to 2+. On (B)(6) 2015, the patient was hospitalized for exacerbation of congestive heart failure (chf). Transthoracic echocardiogram displayed severe mr; the clips remained well seated. Per study physician, the chf and severe mr were not related to either implanted clip or procedure. The severe mr was due to disease progression. On (B)(6) 2015, another mitraclip procedure was performed. Leaflet restriction was noted on eithe side of the previously implanted clips. One mitraclip was implanted without issue. A second mitraclip ((B)(4)) was advanced to the large left atrium. Both leaflets were grasped optimally. Once the release pin was removed, an image was taken showing that the clip opened to 60 degrees and was not completely closed. The clip remained well attached to both mitral leaflets and the mr was reduced to moderate. The patient was in stable condition and there were no adverse effects due to the second clip. On (B)(6) 2015, the patient was discharged from the hospital. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch filed, additional information was received: on (B)(6) 2015, the second mitraclip procedure was performed and device issues were noted with clip delivery system (B)(4), not (B)(4) as previously reported. The device issues were already reported in a duplicate report, medwatch report number 2024168-2015-05769. Please reference that report for details.